Manufacturer narrative:
Correction to h6 component code and h6 medical device problem code. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The olympus asset/loaner was returned without a complaint. Upon inspection, a gap between the acoustic lens and ultrasound probe was observed. Based on the available information and the investigation results, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrovideoscope exhibited a gap between the acoustic lens and ultrasound probe. There were no reports of patient involvement.